Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation of the device revealed no capture on the right atrial (ra) lead. A chest x-ray (cxr) revealed the ra lead was dislodged and the right ventricular (rv) had no slack. Furthermore, it was noted that the rv lead was under-sensing ventricular ectopics (ve). Programming changes were made to deactivate the ra lead, and rv lead's response to sensing. Patient condition was stable.